Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00606 / 02986).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 1981. Subsequently, patient underwent a revision procedure on an unknown date in 1987 for unknown reasons. It was further reported patient underwent a radical debridement procedure on (B)(6) 1996 for unknown reasons. Subsequently, patient was revised on the right side on (B)(6) 2007, due to subluxation, dissociation of the modular head from the femoral stem, osteolysis and loosening of the cup. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00606 / 02986).